Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error 25 alarm due to j6 connector resistance issue. Unit was received with broken off the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the ridge from the insulin pump was broken were the belt clip goes into. There was pump alarm was for power error detected. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.